Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust, there were severe difficulties encountered when advancing the device through a calcified lesion in the left superficial femoral artery at a proximal location. A 7fr non-medtronic sheath and a spider guidewire were used. The lesion was noted to be severely calcified, and severe resistance was encountered. The device was never implanted. Removal difficulties were reported, but the device was successfully removed in tandem with the delivery system without injury or intervention. The vessel was pre-dilated and post-dilated, and embolic protection was used. The procedure was completed using a new device, which was not a medtronic device. No patient complications have been reported as a result of this event.